Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to impedance issues that were confirmed through follow up. No additional adverse patient effects were reported.